Event description:
The device was used during a laparoscopic staple formation. Reportedly, the staples did not form properly. No pt injury was reported. Another device was used to finish this procedure.